Event description:
A laparoscopic harmonic scalpel tip broke off during the case, it was retrieved with no harm to patient. The distal end of white insert was noted to be dangling. The instrument was removed and saved but the tip which was a few millimeters in size was misplaced but I did secure the rest of the instrument for pick up by risk. The patient did not suffer any harm and surgery progressed as expected.